Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2018, she was unable to reconnect her infusion set at the site as the infusion set's tubing had detached at the connector/ quick release while she was sleeping. The infusion had been in use for two days and the site location was patient's upper left thigh. Reportedly, the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 tubing), it was found that the tubing was detached from the tubing connector. No further information available.